Manufacturer narrative:
The pump was received with p-cap / reservoir locked properly in place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back on battery side. Insulin pump was exposed to fluid and customer was able to see fluid under lcd. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.